Manufacturer narrative:
Correction: device information updated. Implant date updated. An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection of the returned device noted the following: returned device is fractured along rim. Fracture is consistent with explantation damage. Material analysis: material analysis was not performed because the event does not relate to material integrity. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, and additional serial dated x-rays. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, additional serial dated x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The patient required a ts liner change at the same time as an extensor mechanism repair due to instability and recurrent dislocation of the patella tendon, as well as the femur on the insert. The scorpio ts was implanted in 2010, and revised a knee approx 20 years old ( no records avail ). The ts was fine for 4 years, then became unstable after a fall, and started to recurrently dislocate. The pt did not consent to revision surgery until his operation yesterday. The surgeon stated the patients instability was made worse by the fact he had no patella. ( previous patellectomy).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient required a ts liner change at the same time as an extensor mechanism repair due to instability and recurrent dislocation of the patella tendon, as well as the femur on the insert. The scorpio ts was implanted in 2010, and revised a knee approx 20 years old ( no records avail ). The ts was fine for 4 years, then became unstable after a fall, and started to recurrently dislocate. The pt did not consent to revision surgery until his operation yesterday. The surgeon stated the patients instability was made worse by the fact he had no patella. ( previous patellectomy).